Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during dwell 2 of 4. Per the initial report, the home patient (hp) had a system error 2240 alarm. The hp had already disconnected and had discarded the setup. Baxter (B)(4) contacted the hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp stated she did not notice anything with the setup at the time of the alarm that she thought may have caused it. The hp stated she contacted her nurse regarding the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 2/4 was not confirmed due to a lack of sample. The cause was undetermined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).